Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump appeared five minutes slow about every two weeks. Blood glucose was not impacted. Tandem technical support assisted with correcting the time.